Manufacturer narrative:
Manufacturer evaluation of the information available showed that the instrument functioned as designed during execution of the "2 hr small run (a)" protocol comprising 32 cassettes, which was a single edited instance version of the protocol started in retort b at 17:04 on (B)(6) 2023 and completed successfully at 22:12 on (B)(6) 2023 and the "2 hr small run (a)" protocol comprising five (5) cassettes, which started in retort b at 14:53 on (B)(6) 2023 and completed successfully at 00:00 on (B)(6) 2023. The root cause for the reported "wet" tissue and "formalin smell from retorts and waxes" was a use error, which occurred at 17:03 on (B)(6) 2023. Specifically, patient tissue samples were processed using a single instance edited version of the 2 hr small run (a)" protocol, which comprised the final clearing step (10 of 13) and three (3) wax infiltration steps (11, 12 and 13) only. As nine (9) of the 13 processing steps of the "2 hr small run (a)" protocol were not completed, the affected patient tissue samples would not have been dehydrated or cleared, because the processing steps used would not have been able to displace the water from the patient tissue samples involved. Additionally, the reagents used in the single instance edited "2 hr small run (a)" protocol ie. The reagent from bottle 11 (xylene) and the wax from wax chambers 4, 3 and 2 would have been contaminated with formalin, which would explain the reported "formalin smell from retorts and waxes". The instrument logs show that the wax in wax chambers 3 and 2 was not replaced on 25 august 2023, and would have remained contaminated with formalin. The wax from these wax chambers was used for the first and second wax infiltration steps of the "2 hr small run (a)" protocol comprising five (5) cassettes, which started in retort b at 14:53 on 25 august 2023. This would have re-introduced water into the tissue samples processed and resulted in the sub-optimal tissue processing quality reported by the complainant from this tissue processing run. The information available suggests that tissue samples processed in the "2 hr small run (a)" protocol comprising five (5) cassettes, which started in retort b at 14:53 on 25 august 2023 were to verify the quality of processing after replacement of a number of reagents rather than for diagnostic purposes.

Event description:
On 28 august 2023, the customer contacted leica biostsems and documented the following respectively "formalin smell from retorts and waxes..." And "formalin smell from retort and waxes, wet tissue reported". On 28 august 2023, the assigned leica field applications specialist-core histology (fas) contacted the customer and documented further complaint information including: "no errors were reported...customer reviewed all reagents with hydrometer, everything was as expected. Some or all of reagents were changed out". The fas also documented that the affected patient tissue samples were derived from two (2) tissue processing runs comprising 31 cassettes executed in retort b; the type(s) of affected patient tissue samples were "biopsies"; the affected patient tissue samples had been re-processed but the regimen used was not provided. The size(s) of the affected patient tissue samples was not provided. The fas further documented that: "customer recently started running both retorts at the same time. Same protocol. Use toludin blue before processing but always rinse tissue. Since running both retorts they are having unprocessed tissue." The fas visited the customer site between 05 september and 06 september 2023 and documented the following: "wax found in multiple bottles", completed the following actions: "drained and cleaned wax 2,3,4 emptied and cleaned bottles 2,4,5,7,8,9,10,11,12,14" and verified the "customer was able to run test tissue successfully". On 06 september 2023, the assigned leica biosystems field service engineer (fse) visited the customer site and performed minimal verification tests; replaced the wax in chambers 2, 3 and 4, "replaced reagent bottles for 5,7,8,9,10,11,12,13,14,15,16" and checked the air lines for any leaks or abnormalities. The fse also documented: "all ok...minimal verification tests passed." On 18 september 2023, the assigned leica biosystems field service engineer (fse) contacted the customer and documented the following: "customer was emailed and also called to discuss if the same issues persisted with tissue processing. Customer expressed that they ran a few test runs stating "...we ran another test run. The h&es from the test tissue were all signed off by a pathologist."" On 20 september 2023, leica biosystems melbourne received the following information from the assigned leica field applications specialist-core histology regarding patient impact/outcome: "the customer reprocessed the tissue and was able to diagnose." No adverse consequence(s) to a patient(s) has been reported to the manufacturer.